Event description:
It was reported that the patient¿s lower back was out and they had a pre-existing condition with their cervical spine. The patient was in pain and had x-rays a month prior, but the results were not available at the time of the report. A couple weeks after the x-ray, the patient saw a power on reset (por) message on their recharger after having a CT scan. The patient was unable to charge their device since the date of the CT scan. It was reported that the patient failed to turn their device off prior to the x-ray and it resulted in a por. The manufacturer representative was able to clear the por, and the stimulation was working fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).